Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that due to recurrent headaches and sickness, the physician decided to replace the device. The child is now free of symptoms.